Event description:
The customer reported that the ventilator shut down and alarmed while in use. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the reported event. Review of the ventilators diagnostic history noted a +5v and/or 12/24 volt power failure and restart during operation. The hospital biomedical technician also reported a vent inop occurrence however the diagnostic log revealed no vent inop occurrence to verify that report. The service technician replaced the power supply to address the findings. Performance verification testing was completed and tests passed to operating specifications.

Manufacturer narrative:
Power supply.